Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, broken battery tube threads and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as high blood pressure, on (B)(6) 2019 with blood glucose level was 355 mg/dl, at time of incident. Customer also states they had shortness of breath and felt like heart attack. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was active. Customer treated for high blood glucose with injection. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer declined to perform the high-pressure test. Customer reports bolus history displays all bolus entries based on their recollection. Customer stated that the insulin pump had cracked at battery compartment. The device will be returned for analysis.